Manufacturer narrative:
Updated: device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes. Device evaluated by MFR: the device was returned for analysis. Visual inspection revealed a crack was in the m/f luer connector. Leaks were observed from the m/f luer connector during testing. The telescope assembly was not able to properly flush, due to the returned condition of the catheter. No other issues or defects noted on the analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that the catheter was cracked. A 90% stenosed target lesion was located on a moderately tortuous and severely calcified superficial femoral artery. An atlantis 018 imaging catheter was selected for use. During preparation, as the physician was flushing the catheter, the connection part on the outer and inner catheter was cracked. Therefore flush was unable to be performed. The procedure was completed with another with same device. No patient complications reported and the patient's condition is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that the catheter was cracked. A 90% stenosed target lesion was located on a moderately tortuous and severely calcified superficial femoral artery. An atlantis¿ 018 imaging catheter was selected for use. During preparation, as the physician was flushing the catheter, the connection part on the outer and inner catheter was cracked. Therefore flush was unable to be performed. The procedure was completed with another with same device. No patient complications reported and the patient's condition is good.